Event description:
The customer's grandmother reported that the customer woke up with a blood glucose level of 460 mg/dl. She noticed that the cannula had dislodged from the infusion site so the pod was removed and discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualifications records were reviewed and the product lot met all acceptance criteria.